Event description:
It was reported that there was an there was an infection and due to patient pacing dependency, a leadless pacemaker was placed. It was later determined by the surgical team that the patient did not have an infection but rather a cyst that ruptured during so the pacemaker was turned back on to normal settings and the micra was programmed to vvi 40 as back up.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.